Manufacturer narrative:
The device, used in treatment, has been received for evaluation. A visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed that the dressing had reduced bonding capabilities, establishing a relationship with the event reported. The root cause has been identified as a raw material issue. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. The complaint history file contains further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. Clinical review reports: based on the product evaluation, it was confirmed the silicone remained on the carrier. Per subsequent e-mail, the issue was identified during application. Since there was no harm or injury reported, and the treatment completed with a competitor device; no further, clinical/medical assessment is warranted at this time. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk file contains harms, relating to the dressing not adhering, no details of harm have been provided, no further review deemed necessary. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that adhesive from the product sticks to the pee-off film and does not stay on the film of the product. Could not be used by the customer because there was no adhesive anymore on the product. There was no harm or injury reported and the treatment was completed with a competitor device.